Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and kinking of the shaft was seen near the distal tip. Leak testing of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported air visible in the sheath was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath air was pulled during aspiration. They exchanged the sheath and the issue was resolved. The procedure was then completed with no patient complications. The sheath has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath air was pulled during aspiration. They exchanged the sheath and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.